Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, the patient was hospitalized due to pseudomonas sepsis of unknown origin. The vad coordinator reported that the infection was possibly due to vegetation from the ICD lead. It was also determined that the patient's kidney disease and heart failure had worsened. During the hospitalization, the patient was treated with antibiotics, medically managed with diuretics and the pump speed was increased. On (B)(6) 2016, the patient was discharged home with close follow-up and continued antibiotic therapy. The pump was reported to be functioning as intended. On the morning of (B)(6) 2016, the patient was receiving IV antibiotics at the infusion center and complained of dizziness and palpitations. The patient was encouraged to present to the emergency room to be evaluated for arrhythmias and undergo a workup for the dizziness. After the transfusion treatment at the infectious disease clinic, the patient and spouse went to shopping at the grocery store; however, the dizziness persisted. The patient presented to the nearest emergency room where the labs indicated the hemoglobin level had dropped to 6.9 g/dl (the previous day's value was 9.0 g/dl). It was reported that the patient vomited (non-bloody but gray) while in the ER. Laboratory test results indicated the stool was positive for occult blood although the patient denied any dark stools at home. The patient's inr had increased from 1.9 to 3.0 and the creatinine and bun were elevated from the time of discharge. While in the emergency room, the patient was transfused with 1 unit of packed red blood cells (prbcs) and then transferred to the lvad implanting center. Upon arrival at the lvad implanting center, the patient was given another 2 units of prbcs. One unit of fresh frozen plasma (ffp) was also administered due to the inr of 3.0. The patient was started on proton pump inhibitors (ppi) and anticoagulation was held. An upper endoscopy was performed and clips were placed for treatment of gi bleeding. A right heart catheterization revealed pulmonary artery pressures of 53/25/39 mmhg and a wedge pressure of 23 mmhg. The patient was discharged home and would be presented at a heart transplant center for evaluation of status 1a placement on the transplant list. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was waiting for kidney transplant financial approval to be listed for heart and kidney transplant.